Manufacturer narrative:
An event regarding revision surgery involving a triathlon stem was reported. The event was confirmed as a revision implant sheet was received. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided, including the reason for the revision surgery. Additional information, including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the submission of a revision implant sheet. Patient was revised to a triathlon ts knee construct with 8 augments, and an asymmetric patella.